Event description:
The pt experienced surging and shocking during a severe electrical storm. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a leakage in between the white top and the grey house. It did not help to turn the trocar. The operating room nurse had to hold it to put it close together to prevent leak, but still there was a leakage. They took another trocar and that worked fine. Procedure prolonged five minutes. There were no adverse consequences for the patient. Additional information received on (b)(63) 2010: the abdominal pressure is difficult to maintain due to the leaking trocars. The gas seems to leave through the trocar with and without an instrument present in it. In some cases gas is "blowing out", but the feedback isn't a whistling sound. You hear the gas going out, like "pschhhh"... A substantial amount of pneumo is lost. We have description of 800-1000 liters. They need to change gas tube over and over again.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.